Event description:
During a ptca treatment procedure the maverick2 monorail balloon ruptured at 10 atm's on the initial inflation. The lesion being treated was a 98% stenotic lesion in a slightly tortuous first diagonal branch of the lad coronary artery. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Patient status is reported as 'good'.